Event description:
Patient was revised bi-laterially to address pain, clicking and popping, and elevated cobalt blood levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This report is being rejected because, it has been identified as being a duplicate of another report, 1818910-2012-28124.